Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the battery compartment had multiple cracks. The returned battery cap was able to be fully tightened until the yellow o-ring was seated and there was no issue with loss of power. There was evidence of moisture damage and corrosion inside the battery chamber. There was a battery compartment leak observed when the leak test was performed. There was no evidence of moisture damage found internally when the pump was opened.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there were two cracks in her pump on the battery compartment. It was reported that the battery cap was able to be secured without the yellow o-ring showing, but the cap has never been changed. It is stated in the user¿s manual that the battery cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.